Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 365 mg/dl with associated symptoms of vomiting, nausea, polydipsia, polyuria. The patient hospitalized with the diagnosis of diabetic ketoacidosis and treated with insulin via injection and intravenous fluids. The patient¿s serious injury was alleged to be associated with an intermittent power issue with the insulin pump. The reporter confirmed that the yellow o-ring was visible on the battery cap with the battery cap in place on the pump and the cap was not able to be tightened properly, indicating the battery cap was not seated on the pump properly to maintain electrical connection. The reporter confirmed the battery cap had not been replaced in the last sever to twelve months. The battery compartment was reportedly cracked. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy allegedly associated with an intermittent power pump issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: review of the black box data revealed the pump was manually suspended on (B)(6) 2016 at 06:00. An unexplained power on reset occurred on that date at 08:31. Insulin delivery resumed on (B)(6) 2016 at 10:42 followed by an unexplained power on reset at 10:42. Unexplained loss of prime occurred that same day at 11:06 followed by unexplained power on reset at 11:51; delivery never resumed. The total daily doses added up correctly to reflect the user¿s programmed basal rates. On examination, the battery compartment was confirmed to be cracked from the threads to the cover. No moisture or corrosion was observed inside the battery compartment. A battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. With the test battery cap in place, the pump was powered on per normal operation. The pump was exercised for 24 hours without interruption in power. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. (B)(4).